Event description:
It was reported that the ventricular assist device (vad) patient had been hospitalized due to pneumonia, elevated c-reactive protein (crp) levels and a confirmed increase in lactic acid dehydrogenase (ldh). There is concern for suspected pump thrombosis. It was advised to turn off the lavare cycle until clinical and technical parameters return to normal. Of note, while in hospital the controller had a loss of power and exhibited a controller fault alarm which had been previously permanently silenced and was permanently silenced again. The vad and the controller remain in use.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: d1: heartware ventricular assist system controller 2.0 d4: model #: 1420 / catalog #: 1420 / expiration date: 31-mar-2021 / serial or lot#: (B)(6) d9: no h3: no h4: mfg date: 12-mar-2019 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted as additional information has being received for this event and sections have been updated. Additional product: serial# (B)(6), h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the patient was placed in palliative care and expired. The passing was not related to any pump-related issues. The vad team supported the palliative care team throughout, and everything took place in a peaceful environment. No further details about the circumstances are available.

Manufacturer narrative:
Correction: a revised supplemental report is being submitted for investigation completion. Revised product event summary: the ventricular assist device (vad) (B)(6) and the controller (B)(6) were not returned for evaluation as the vad remains in the patient and the controller's location is unknown. A review of the device history records was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Review of the controller log files revealed intermittent decreases in power consumption and estimated flows throughout the analyzed period, and one (1) low flow alarm logged on (B)(6) 2025 at 12:15:08. Log file analysis revealed two (2) controller fault alarms logged on (B)(6) 2025 at 22:10:46 and on (B)(6) 2025 at 11:45:00, indicating an issue with the internal battery. Of note, the alarm was silenced at 11:45:01. In addition, log files revealed that the controller had been in use for more than two (2) years. Two (2) controller power-up events, with an associated motor start events, were logged on (B)(6) 2025 at 21:35:05 and at 21:37:23, indicating a loss of power to the controller. The data point recorded prior to the first loss of power revealed that (B)(6) was connected to power port one (1) with 70% rsoc and that (B)(6) was connected to power port two (2) with 25% rsoc. The data point recorded after the first loss of power revealed that no power source was connected to power port one (1) and (B)(6) was connected to power port two (2). The data point recorded prior to the second loss of power revealed that no power source was connected to power port one (1) and that (B)(6) was connected to power port two (2) with 24% rsoc. The data point recorded after the second loss of power revealed that no power source was connected to power port one (1) and (B)(6) was connected to power port two (2). The controller was without power for 43 seconds and 17 seconds, respectively. No anomalies were recorded leading up to the losses of power. As a result, the reported events were confirmed. Based on the available information, the device may have caused or contributed to the reported low flow event. Based on the risk docu- mentation, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. The most likely root cause of the loss of power to the controller can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA: pr00551638 investigated controller losses of power. Even though this CAPA is now closed, (B)(6) falls in scope of this CAPA. Applicable risk documentation, experience with events of similar circumstances, and the available information were considered; a possible root cause of the reported controller fault alarm event may be attributed, but not limited, to a reduced charge capacity of the internal battery and/or a faulty internal battery charger integrated circuit. Of note, information provided by the site indicated that the patient was in palliative care and subsequently expired. Per the instructions for use, device thrombus, respiratory dysfunction and death are known potential complications associated with the implantation of a vad. There was no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. D1: heartware ventricular assist system ¿ controller d4: serial#: (B)(6), h3: yes, h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for analysis and investigation completion. Product event summary: the ventricular assist device (vad) (B)(6) and the controller (B)(6) were not returned for evaluation as the vad remains in the patient and the controller remains in use. A review of the device history records was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Review of the controller log files revealed intermittent decreases in power consumption and estimated flows throughout the analyzed period, and one (1) low flow alarm logged on (B)(6) 2025 at 12:15:08. Log file analysis revealed two (2) controller fault alarms logged on (B)(6) 2025 at 22:10:46 and on (B)(6) 2025 at 11:45:00, indicating an issue with the internal battery. Of note, the alarm was silenced at 11:45:01. In addition, log files revealed that the controller had been in use for more than two (2) years. Two (2) controller power-up events, with an associated motor start events, were logged on (B)(6) 2025 at 21:35:05 and at 21:37:23, indicating a loss of power to the controller. The data point recorded prior to the first loss of power revealed that (B)(6) was connected to power port one (1) with 70% rsoc and that (B)(6) was connected to power port two (2) with 25% rsoc. The data point recorded after the first loss of power revealed that no power source was connected to power port one (1) and (B)(6) was connected to power port two (2). The data point recorded prior to the second loss of power revealed that no power source was connected to power port one (1) and that (B)(6) was connected to power port two (2) with 24% rsoc. The data point recorded after the second loss of power revealed that no power source was connected to power port one (1) and (B)(6) was connected to power port two (2). The controller was without power for 43 seconds and 17 seconds, respectively. No anomalies were recorded leading up to the losses of power. As a result, the reported events were confirmed. Based on the available information, the device may have caused or contributed to the reported low flow event. Based on the risk docu mentation, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. The most likely root cause of the loss of power to the controller can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA: pr00551638 investigated controller losses of power. Even though this CAPA is now closed, (B)(6) falls in scope of this CAPA. Applicable risk documentation, experience with events of similar circumstances, and the available information were considered; a possible root cause of the reported controller fault alarm event may be attributed, but not limited, to a reduced charge capacity of the internal battery and/or a faulty internal battery charger integrated circuit. Of note, information provided by the site indicated that the patient was in palliative care and subsequently expired. Per the instructions for use, device thrombus, respiratory dysfunction and death are known potential complications associated with the implantation of a vad. There was no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. D1: heartware ventricular assist system controller, d4: serial#: (B)(6), h3: yes, h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that log files show that the vad exhibited low flow alarms, but the patient is currently stable. However, due to the presence of confirmed germs, suspected to be unrelated to the existing pneumonia and potentially targeting tissue or the heart, an investigation into possible pathogens has been initiated. A laboratory update from (B)(6) noted ldh 541, crp 95 (reference 145), leukocytes 13.2, and haptoglobin 3.14. Additionally, a computerized tomography (CT) scan has been scheduled to assess any potential risks to both the patient and the vad. The site is eager to receive feedback on the hvad pump¿s performance, particularly to determine whether any vad related issues can be identified or ruled out. At this time, it is unclear why the vad team has not proceeded with a controller exchange, despite a controller fault being reported concurrently with the patient¿s hospitalization for pneumonia. Encouragingly, today¿s lab results show a decrease in ldh (from 700 to 500) and declining crp levels, indicating that the antibiotic treatment may be taking effect.

Manufacturer narrative:
A supplemental report is being submitted as additional information has being received for this event and sections have been updated. Additional product: serial# (B)(6) h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.